Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. This issue was identified during non-clinical use, the device was inspected and the j4 was replaced. Cmr surgicalltd does not consider this report and content to be an admission that its product is defective or thatithas caused a death or serious injury

Event description:
Reporter alleged that during non-clinical use it was identified that there were loose screws within the j4 joint. No harm to user or any patient.